Event description:
A peritoneal dialysis (pd) patient reported a fluid leak during treatment. The patient received three air detected in cassette warnings in dwell 1 of 4. The patient cancelled treatment and found fluid in the pump module area and on the external cassette. The patient was issued another cycler. In a follow up with the patient's pd nurse, it was reported that the patient did not encounter any harm, adverse event or surgical intervention in association with the leak. The nurse said the patient did receive a new cycler. In the absence of a cycler the patient did manual treatments. The cycler is available to return for analysis.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection. A visual inspection of the returned cycler exterior showed that the fresenius logo was missing from the door. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment post-accelerated stress test (ast) 2 hour 15 min 8500 ml test was performed and passed. No fluid leaks in the test cassette during the treatment test. System air leak passed. Valve actuation passed. Patient sensor calibration check passed. The internal inspection of the cycler showed that there were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the encountered dried fluid could not be determined. Review of the device history record (DHR) found that the disinfection form (p/n 507957) marked "fluid present on pump" by return goods. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The alleged failure of fluid leak stated in the complaint was not confirmed during the evaluation of the sample.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak during treatment. The patient received three air detected in cassette warnings in dwell 1 of 4. The patient cancelled treatment and found fluid in the pump module area and on the external cassette. The patient was issued another cycler. In a follow up with the patient's peritoneal dialysis nurse, it was reported that the patient did not encounter any harm, adverse event or surgical intervention in association with the leak. The nurse said the patient did receive a new cycler. In the absence of a cycler the patient did manual treatments. The cycler is available to return for analysis.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak during treatment. The patient received three air detected in cassette warnings in dwell 1 of 4. The patient cancelled treatment and found fluid in the pump module area and on the external cassette. The patient was issued another cycler. In a follow up with the patient's pd nurse, it was reported that the patient did not encounter any harm, adverse event or surgical intervention in association with the leak. The nurse said the patient did receive a new cycler. In the absence of a cycler the patient did manual treatments. The cycler is available to return for analysis.

Manufacturer narrative:
Correction: g.2.